Event description:
On (B)(6) 2012, the patient reported that bg readings were between 85 mg/dl and 600 mg/dl on (B)(6) 2012 between 1:00 pm and 9:00 pm. The patient said that she "did not feel well", but did not report specific symptoms of hyperglycemia. On the morning of the contact with animas the patient stated that bg was 298 mg/dl at 6:30 am because she did not bolus for a snack at 9:00 pm. According to the patient, bg was 398 mg/dl at 8:25 am, 301 mg/dl a short while later, and 294 mg/dl at the time of the contact (around 12:00 pm). Bg correction was reportedly delivered via pump and syringe at home. Customer technical support (cts) reviewed the pump with the patient who denied any associated alarms in the history and confirmed that all deliveries were correctly programmed and delivered. The patient said that all settings were accurate. The site was reportedly changed at 9:00 am and again at 7:15 pm on (B)(6) 2012, with adequate amount of prime and cannula fills. The patient was unable to determine if the cannulas were bent but said she did not replace the tubing or the cartridge during either infusion set change. Prior to (B)(6) 2012, the last infusion set change was reported to be on (B)(6) 2012. The cartridge was said to have air bubbles present and the patient said she used refrigerated insulin. The patient reported that she used the same abdominal area for the past 10 years of pump use. Cts advised the patient to change infusion set per instructions-for-use (every 2-3 days and after 2 unexplained bg elevations), reviewed bubble prevention techniques, and suggested re-evaluation of site rotation with health care provider. This complaint is being reported based on the conclusion that multiple instances of device use errors that contributed to the reported hyperglycemia.

Manufacturer narrative:
The pump is not expected to be returned to animas for evaluation at this time. Customer technical support adequately investigated the complaint and instructed the patient how to avoid a similar issue in the future. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.